Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was backup audible alarm post error in history. During start up the reported issue was confirmed. The main board was replaced and that cleared up the problem.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a system failure. The malfunction did not occur during patient use.